Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex (lcx) artery. A 2.50 x 16 synergy¿ drug-eluting stent was advanced from left main trunk to circumflex artery but device failed to cross the lesion. The physician re-attempted to cross the device, however, the stent got dislodged. Since the lesion was tight, the delivery system collapsed and the guidewire was pulled out. The dislodged stent moved to the proximal left anterior descending (lad) artery. Because the dislodged stent was difficult to retrieve, a 3.00 x 16 mm synergy¿ stent was advanced to cover the dislodged stent. The procedure was then completed. No patient complications were reported and the patient's status was stable.